Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was reported as the aortic neck diameter was 22 mm to 27 mm in diameter extending down 12 mm in a reverse funnel. The final angiogram demonstrated a type I endoleak. Which the physician believes is due to the reverse funnel of the aortic neck. The physician placed an aortic cuff and the endoleak resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results of evaluation: (endoleak). (Aortic neck diameter was 22 mm to 27 mm in diameter extending down 12 mm in a reverse funnel.) Conclusion: (aortic neck diameter was 22 mm to 27 mm in diameter extending down 12 mm in a reverse funnel)- secondary intervention.